Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. In addition, the reporter alleged moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, corrosion was observed in the battery canister. A leak test was performed and failed due to a battery compartment leak. Upon removal of the pump cover, no further moisture ingress was found internally. Unrelated to the original complaint, the returned battery cap threads were stripped. In addition, the cap was unable to secure and to maintain the electrical connection. A test cap was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.